Event description:
It was reported that the patient presented for follow up with atrial lead noise. During the procedure an insulation abrasion was noted. The lead was explanted and replaced. The patient was in stable condition.